Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review. Per history, customer received multiple invalid transmitter ID alerts. H10: the device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Transmitter was replaced to resolve the issue. No additional patient or event information was available.